Manufacturer narrative:
(B)(4).

Event description:
It was reported the needle hub was found cracked prior to patient use. No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one introducer needle and product lidstock for evaluation. Visual examination revealed the needle hub contained multiple lateral breaks and cracks. Functional inspection could not be performed due to the damage to the needle hub. A device history record review was performed with no relevant findings. The customer report of a cracked needle hub was confirmed by complaint investigation of the returned sample. The needle hub contained multiple lateral cracks. A device history record review was performed with no relevant findings. Based on the condition of the sample received, design caused or contributed to this event. A CAPA has previously been initiated to further investigate this issue. Corrective actions have not yet been implemented.

Event description:
It was reported the needle hub was found cracked prior to patient use. No patient involvement.